Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several episodes of noise were observed on remote transmission. The patient received an inappropriate shock and multiple inappropriate antitachycardia pacing (atp). The patient presented to the clinic, and the noise was reproducible with isometrics. Programming change was made. The rv lead was later capped and replaced on (B)(6) 2021. The patient was stable; there were no adverse health consequences.